Event description:
It was reported that during the implant attempt of an active fixation right ventricular lead the helix would not extend. A second active fixation lead was removed from the sterile package and the helix was tested, which also did not extend despite twenty two turns by the implanting physician. The active fixation lead was removed and replaced with a passive fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood. The visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.